Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/29/2016. The fse replaced the air mix temperature control, amtc, module which fixed the temperature issue. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered the daily checks would not pass as the temperature of the volume conductivity scatter, vcsn, sample block was overheated. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.